Manufacturer narrative:
The pump was received with a blank display due to a battery tube connector not plugged in properly on the interface board. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 151 mg/dl. The customer stated that the device fell off the cliff and hit the floor. Customer stated that the device has been dropped or bumped. The customer stated that the device was not exposed to moisture. Customer was assisted in performing self test. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.